Event description:
It was reported that asymptomatic patient presented in clinic for follow up. Post-paced t-wave oversensing on the ventricular channel was noted on a stored egm. Programming changes were made during device check.

Manufacturer narrative:
.